Event description:
On (B)(6) 2009, the pt's wife reported that more than one month ago, the pt experienced occlusions and insulin leakage from beneath the adhesive of the infusion sites. All of the infusion sets were from the same lot with 8mm cannula lengths. The pt was advised to try an infusion set with a longer cannula length. Since switching he has not experienced any further occlusions but he still experiences occasional insulin leakage. The pt was sent adhesive dressings and a replacement box of infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.